Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10, h4. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device presents signs of use, however nothing indicative that would contribute to the complained device issue. A functional test was performed and revealed that collar was unable to fully disassemble as intended, the reported allegation was able to be confirmed. A potential reason for this condition can be traced to a possible damage of the internal components of the locking mechanism. However, due to the inability to access these internal components without damaging the device, this remains unknown, and the complete potential cause not establish. The overall complaint was confirmed as the observed condition of the viper prime inserter shaft would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 final tightener handle, was conducted identifying that lot number mf4283701 released in one batch ¿ batch1: lot qty of (B)(4) units were released on dec 27, 2017, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(t12-l2) for compression fracture on (B)(6) 2026. During the surgery, the screwdriver was set with a screw of a predetermined size. However, the size of the screw to be inserted initially was changed, and when the surgeon was made to remove the screw, the screw in the screw fixing part became hard and could not be turned. Therefore, a different screwdriver shaft was used and the surgery continued. However, after the screw was placed in the surgical field, when the surgeon tried to remove the screw from the screwdriver, it became hard and could not be removed. As a solution, the screw was turned using pliers or similar, and the screw was removed. The surgery was completed successfully with no delay.